Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that it seems the setting was set too high at recovery and that it was reduced but they are still experiencing the same issue.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they are feeling stimulation in different parts of the body when they are moving in different positions. Patient stated when the remove their bra and lift up their arm over their head they feel stimulation sensation in the arm. Patient asked if its normal for to feel stimulation in different areas when they move. When they are sitting back or laying back, bending down, laying down on a pillow, they feel sensation going down the leg and in the stomach. Patient stated they are not having pain for the lower waist and down where the implant is helping. Patient stated when she had her check up after two weeks they told her the lead wire move just a little but the scare tissue takes time to heal. Patient stated she will wait for until 6 weeks and take notes in the mean time. Patient stated they had the communicator replace and wondered if that will cause the sensation in the body. Ps reviewed device function. Ps reviewed device function and recommend patient consult with hcp's office for next steps. The patient was redirected to their healthcare provider to further address the issue. *see 705524335* for communicator replacement

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(4) implanted:(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 31-jan-2027, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 31-jan-2027, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.